Event description:
The patient reported fluid leaked from the tubing set. Patient was unsure where the leak occurred. The patient could not identify the origin of the leak and had no adverse effects from the treatment. Patient was not prescribed antibiotics and effluent is still clear. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 1 month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.